Manufacturer narrative:
Sample has not been received by MFR in time for this report.

Event description:
The event is reported as: complaint alleges: when the staff was using the device, they found the balloon was leaking. No reported injury. Pt current condition is fine.